Event description:
It was reported that during the removal of a hickman, because of end of therapy, it became clear that there was a tear in the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.